Manufacturer narrative:
Suspect device: comfort curve test strips.

Event description:
Customer reportedly obtained a result of 334 mg/dl on the advantage test system while the doctor's device read 126 mg/dl within 10 minutes. No action was taken based on device result. No adverse event reported. No quality controls were used. Requested return of suspect test system and replacement was sent. Comparison performed at doctor's office. Advantage test system: meter, strip lot 549501, exp 01/31/2008, cat/2030365.